Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. While a 2.50x20mm synergy ii drug eluting stent was being advanced for treatment, the hypotube broke in half. The device was removed and the procedure completed with another of the same device. There were no patient complications reported.